Event description:
It was reported that the 3.0 x 16 mm graftmaster stent was attempted to treat a coronary circumflex perforation. Due to the less flexible material of the graftmaster stent, the graftmaster was unable to be placed to fully cover the perforation. The perforation was not completely sealed and the patient developed pericardial effusion, despite pericardiocentesis. The patient subsequently expired. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Physical resistance when attempting to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, product placement technique, product size selection and accessory product support; and is typically not associated with a product quality deficiency. Failure to seal the perforation (the reported leak) may be attributed to several factors including, but not limited to, stent graft foil damage, patient anatomical morphology, product size selection, deployment technique (non-central positioning of stent graft over perforation or inadequate overlapping), interference from previously deployed devices, or growth of perforation during deployment. During manufacturing, all stent delivery systems (sds) are 100% leak-tested and visually inspected for foil damage and proper placement. The stent remains in the anatomy, and the product was not returned which may have aided in the evaluation. In this case, it was reported the resistance was encountered during advancement and the stent was unable to be positioned correctly in the anatomy to properly seal the perforation. Death is listed as observed or potential adverse event associated with the coronary stenting in the graftmaster otw instructions for use (IFU). Due to the inherently serious and emergent use of the graftmaster device, the leak itself and/or the failure to treat the leak may have possibly resulted in cascade of patient effects such as cardiac tamponade and additional treatments; however, their relationship to the device, if any, could not be determined. A review of the lot history record for the reported lot revealed no associated non-conforming material records. Additionally, a query of the complaint handling database was performed and revealed no other incidents reported for this lot. There is no indication of a lot specific product quality deficiency.